Event description:
When assessing the ventilator circuit on the pt, it was determined that a tiny piece of the adapter was missing, and unable to be found! Piece in question is a tiny plastic circule that became disconnected from the airway adapter.